Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas developed a nonfunctional display with lines and a cracked screen while the user was working, and the device required replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact on the user¿s health and no need for medical intervention. Investigation included collection of user report and visual confirmation via photograph. Investigation of this device revealed device damage to the display consistent with a broken or cracked screen attributable to external physical impact. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.